Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 failed and the drawer could not be opened. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the unit was not closing drawer 2.1 fully for the sensor to engage. A field service engineer (fse) powered down the machine, inspected the back panel, and confirmed that all cables and mechanisms were intact. Fse done a hardware test application (hta) testing showed the issue persisted. The fse adjusted the drawer sensor and replaced the retractor band, the drawer frame was slightly bent and needed replacement. Drawers 2.1 and 2.2 were swapped, reconfigured successfully, and tested. The customer logged in and completed an inventory count, and both drawers opened and closed properly. Issue resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 failed and the drawer could not be opened. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.